Event description:
The customer reported that while inserting the t2 recon nail (by hand) and correcting the rotational position he heard a cracking noise coming from the targeting device. He further reported that he thinks it broke while he rotated the nail in the im canal. He added that since then he is having difficulties locking the nails. There was no delay and no adverse consequences, as another device was available.

Manufacturer narrative:
Summary of evaluation: the returned device shows a small damaged area at the entry hole for the nail holding screw. The metal nail adapter had slight loose fitting in the connection to the carbon material which was discovered by attaching a nail working as a lever. A simulation of pre-operative-check revealed that slightly deviating dimensions in the connection area impair the targeting accuracy in such a way that lead to misdrilling. The loose fitting/gap between metal and cfr part is considered to be design related. It was noted that a new target device is available for market. A review of the inspection records for the nail adapter revealed no discrepancies during manufacturing and the lot passed final inspection prior to delivery.